Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿feeding high; recalibrate¿. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states feeding high; recalibrate.

Manufacturer narrative:
Submit date: 03/31/2017. Additional information was received from the initial reporter. Sections were updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states feeding high; recalibrate. The rate was set to 999ml/hr (max bolus rate), bolus volume 360ml, pump delivered ~700 ml. No patient harm.